Event description:
It was reported to the manufacturer, by the end user, per the end user, that facility called and reported the person who, was operating the lift, dropped the patient because the arm of the lift went down. He states the patient did not hit the floor and was still in the sling. Facility is calling on behalf of the customer/patient. He mentions the patient and himself believe the error occured because of pilot error, but the patient's husband believes it might have been an error with equipment. Complaint #(B)(4) was entered into our system to have the lift returned for investigation. As of this writing, the unit has not been returned.